Event description:
It was reported that during an unknown procedure, the device would not staple. They used another like device. There was no adverse patient consequence.

Manufacturer narrative:
Date sent 7/6/2007. The analysis results found that the device arrived in good visual condition with no staples present and with the breakaway washer uncut. This condition indicates that the device did not achieve a full firing cycle. If the firing sequence is not complete, staples can be deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer. It fired a complete staple line and cut the test media and breakaway washer without incident. The staples were noted to have proper b-formation. The device was disassembled to verify the condition of the internal components and adhesive was found on the driver. If the adhesive used to bond the casing of the device migrates to the staple driver. Adhesive migration does not affect the firing mechanism, but may result in audible and tactile feedback at the midpoint of the firing cycle. The audible and tactile feedback may be misinterpreted as a completed firing cycle. This will result in an incomplete cut line and improper staple formation. A batch record review was performed and no anomalies were found during the manufacturing process.